Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a "patient circuit disconnected" alarm was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm and that the patient on the device had desaturated to 83%. There was patient involvement associated with the reported event. The healthcare professional (hcp) who reported the event advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided.